Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an orthopedic procedure on (B)(6) 2019, the tip of screwdriver hexagonal with groove was spinning inside the screw head. A replacement screwdriver was used. The procedure was successfully completed with a surgical delay of two (2) minutes. There was no patient consequence. Concomitant devices: screw (part: unknown, lot: unknown, quantity: 1). This report is for a small hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part #: 314.070 , lot #: 7837264 , manufacturing site: hägendorf, release to warehouse date: 02. April 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the scrdriver-hex a~¿2.5 w/groove (p/n 314.070 lot 7837264) was received showing a warped and stripped driver tip. The hex drive was also rounded. The worn tip of the instrument can cause the instrument to be unable to mate with intended screws. No other issues were identified with the returned components of the device. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing (7+ years); therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.